Event description:
On (B)(6) 2012, the reporter claimed the patient has unexplained elevated blood glucose of 600 mg/dl with large ketones. The elevated blood glucose has not abated with insulin treatment. The patient had changed the site three times that day. There was no bent cannula issue except for the second time she changed the infusion site. During troubleshooting, the animas representative assessed the patients alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. The pump delivered insulin accordingly and no inaccurate delivery issue was found. There was no product misused. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient had elevated blood glucose reading over 500 mg/dl while on insulin pump therapy. It is not clear whether use error, intentional misuse, or diabetes management attributed to the incident.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).